Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had recently programed hew new insulin pump but has been having low blood glucose levels. Customer wasn't sure if she programed the device correctly. The customer reported low blood glucose of 48 mg/dl, treating with having dinner. Tested again and her blood glucose was 161 mg/dl. Troubleshooting was performed on the insulin pump and no anomalies were noted. The device was programmed correctly and the customer was advised to speak to her doctor in regards to low blood glucose levels. The customer is not returning the device for analysis.